Manufacturer narrative:
The insulin pump was programmed with multiple boluses and all were properly recorded in the history screen. No bolus or history anomaly was noted during testing. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that customer is experiencing high blood glucose levels. It was reported that the insulin pump did not alarm. Customer's blood glucose reading was 536 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.